Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 11/07/2017 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked at the threads on the side, and below the grip pad, the returned battery cap was undamaged and was able to fit. The battery cap measurements were within specifications. The battery cap was fastened and unscrewed a half turn leading to a reboot. The intermittent power complaint was duplicated due to moisture corrosion. Evidence of moisture corrosion was found in the battery canister, and on the battery cap. A leak was found in the battery compartment. The battery cap was fastened and no further power interruptions occurred during the investigation. The pump cover was removed to find no further moisture ingress or intermittent conditions to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.